Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Per additional information received, the only information currently on this device was regarding the alert 113 recall, but no other repairs have been ordered. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have arctic sun device s/n (B)(6) on a patient, but it was not sensing patient or water temperatures. Directed nurse to the event log. Alarm 14 (pt temp 1 out of range), 114 (treatment stopped) and 45 (as power lost) were in log. They changed the temperature in cable from port 1 to port 2, but it still did not read. Foley probe in use. Explained the cable must be connected to temperature port 1. Stated the other nurse connected the esophageal probe and it would not read either. Suggested replacing the temperature-in cable. States they were not to change the cables, so they will just replace the device. Suggested having another temperature-in cable ordered. Per follow up information received via phone on 23dec2025, spoke with them who said the only information currently on this device was regarding the alert 113 recall, but no other repairs have been ordered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have arctic sun device s/n (B)(6) on a patient, but it was not sensing patient or water temperatures. Directed nurse to the event log. Alarm 14 (pt temp 1 out of range), 114 (treatment stopped) and 45 (ac power lost) were in log. They changed the temperature in cable from port 1 to port 2, but it still did not read. Foley probe in use. Explained the cable must be connected to temperature port 1. Stated the other nurse connected the esophageal probe and it would not read either. Suggested replacing the temperature-in cable. States they were not to change the cables, so they will just replace the device. Suggested having another temperature-in cable ordered. Per follow up information received via phone on 23dec2025, spoke with them who said the only information currently on this device was regarding the alert 113 recall, but no other repairs have been ordered.